Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin squirting during priming. Customer stated that screen was dimmer and had to place in light to read. Customer also stated that there was scratches on screen and had to tilt it to see readings. Customer stated that there was crack in casing where the battery cap was place and it was completely missing. Customer stated that there was slower and louder during rewind and insulin pump had unexplained no delivery alerts. Customer stated that motor sound labored and motor makes grinding noise. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.